Event description:
It was reported that this pacemaker system was explanted due to an unknown reason. This lead was returned to boston scientific for analysis. No further adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker system was explanted due to an unknown reason. This lead was returned to boston scientific for analysis. No further adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.